Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had malaise and was examined at the hospital. Anemia was carried out. Hemoglobin decreased from 11.0 to 8.1. The patient was cauterized for epistaxis, and map2 units were administered because of the possibility of the progression of anemia. This was said to be probably device related for anticoagulation.